Event description:
Customer reported an over infusion. Calcium gluconate 2 grams/100 ml was to infuse at 50 ml/hr; however, the entire 100 ml infused within 5 minutes. The programming was confirmed by two nurses prior to and after the over infusion. The physician was notified and the patient did not experience any adverse effects. There was no patient harm or medical intervention. Although requested, no further patient or event information was provided. Manufacturer's report number: 2016493-2014-00523. (B)(4).

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.